Manufacturer narrative:
The reported event of failure to untighten the atrial setscrew was confirmed. Analysis revealed that the user incorrectly inserted the wrench into the atrial setscrew. The wrench was not fully inserted. With the wrench tip partially inserted the wrench will begin to slip in the inset then strip that portion of the inset as the user continues to apply multiple turns in attempts to untighten the setscrew. The problem is related to the user¿s incorrect use of the torque wrench.

Event description:
It was reported that the atrial lead could not be removed from the header of the device. The lead was cut and replaced and the device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.